Manufacturer narrative:
This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The device was returned; however, the lead was not returned for laboratory analysis. Analysis was completed on the device and was unable to confirm the reported allegations. The returned device met all specifications during testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced syncope and was admitted to the emergency room. The device was interrogated and all normal values were noted. Four days later, the patient experienced syncope again. Device interrogation once again showed normal measurements so it was decided to monitor the patient with a holter monitor. While under investigation, a pause in pacing that lasted for nine seconds was noted. As a result, the ventricular outputs were increased and the sensitivity was modified. Another holter monitor was performed and two more pauses in pacing were noted. All lead measurements were in normal range. The physician believed it was an issue with the pacemaker and a revision was scheduled to replace the device. No additional adverse patient effects were reported. Additional information was received that during the revision, pauses in pacing were observed when the physician touched the rv lead terminal pin or the lead itself; however, pacing impedance and pacing threshold measurements were still in normal range. A possible lead issue was also expected. The pacemaker and rv lead were explanted and will be returned for laboratory analysis.